Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) evidence of arcing/sparking was observed upon discharge coming from the defibrillator's associated electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation for evaluation. Instead, the associated electrodes were returned to zoll medical corporation for evaluation. Visual examination of the apex electrode pad found dry skin and other debris along with evidence that a defibrillation arc had occurred. A continuity test and a test on the conductive pads were performed with no discrepancies noted. Zoll also performed testing on the retained samples, with no discrepancies found. Our investigation has concluded that the reported malfunction was a result of poor patient coupling between the patient's skin and electrode pads. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The electrode pads were scrapped and the customer received a replacement. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) evidence of arcing/sparking was observed upon discharge coming from the defibrillator's associated electrode pads. Complainant indicated that the patient subsequently obtained a burn.